Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n432423, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
It was reported by the patient that they had never been able to get their implantable neurostimulator (ins) charged past 75%. There was no indication of patient harm and no patient symptoms were reported. Relevant medical history includes non-malignant pain and failed back surgery syndrome. No outcomes or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. *information about pp won't do telemetry captured in (B)(4).